Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope exhibited a gouge on the distal end. This was found during a therapeutic bronchoscopy procedure. The procedure was completed using the same device. There were no reports of patient harm.